Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738, and position 3: 1701. The product was not returned to datascope for evaluation inspite of numerous attempts to contact the customer for the return of the product.

Event description:
The iab was inserted into the pt in the cath lab. After iabp for about 36 hours, the iab leaked. A second iab was inserted later when the pt went to the o.r.